Manufacturer narrative:
The product was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/18/2008 and 04/30/2008 by mail, fax and phone. A completed questionnaire was received.

Event description:
A surgeon reports having a pt with an unexpected postoperative refraction due to an axis shift following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the pt's prognosis as "good".